Event description:
This summery report was captured based on a literature review. It was reported that a controlled, randomized study of 60 patients undergoing percutaneous coronary intervention (pci) was performed to determine the safety and efficacy of the boomerang device when used in combination with protamine sulfate, in comparison to the perclose device. Clinical outcomes of the 30 patients that the perclose device was used for femoral closure were as follows: six patients reported mild pain as defined as 1-3 on a scale of 10. Eight patients reported moderate pain as defined as 4-6 on a scale of 10. Sixteen patients reported severe pain as defined as 7-10 on a scale of 10. Procedure success using the perclose device as defined as successful if hemostasis was achieved with five minutes of additional manual compression and the patient became ambulant within two hours. The procedure was successful using the perclose device in 29 of 30 patients.

Manufacturer narrative:
(B)(4). It is indicated that the devices are not returning for evaluation; therefore, failure analysis of the complaint devices cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The age of the patients was 69.8 years plus or minus 10.6 years. Twenty (20) of the 30 patients were male or 66.7%. The average weight of the patients were 65.8kg (plus or minus) 9.0kg. Date of event and therapy estimated as date of publication. The article indicates the procedures were performed between (B)(6) 2009 and (B)(6) 2010. The study considered the perclose device effective in 29 of 30 patients. A minor complication using the perclose device was considered if repeat bleeding occurred requiring five minutes of additional compression. The study considered a minor complication occurred in 24 of 30 patients. After hemostasis was achieved using the perclose device, only a compression bandage was required. Patients were confined to bed for 120 minutes after the procedure. There were reportedly no major complications using the perclose device. No additional information was provided. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.